Event description:
Technician alleged left siderail latch broken.

Manufacturer narrative:
Technician found left siderail latch shoulder bolt missing. Siderail couldn't latch and stay up. Technician replaced missing left siderail latch shoulder bolt to resolve the issue.